Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 7.8 cm abdominal aortic aneurysm in 2000. It was reported that the proctor had recommended a 24mm diameter device be implanted, however, only the 22mm diameter device was available. Film review/interpretation by a contracted independent physician stated the pre-operative CT scan of 8/2000 and the angiogram in 09/2000 showed the infrarenal neck was 24mm in diameter with an overall neck length of 12mm. The pre-operative arteriogram showed the aortic neck was moderately angulated and the iliac arteries were 16mm in diameter bilaterally. The post procedure angiogram in 9/2000 showed no obvious endoleak. It was reported that the pt had refused f/u care post implant and consequently presented with a ruptured aneurysm in 2002. The CT scan from the date of the reported rupture showed no proximal fixation at the top of the stent graft in the aneurysm and a large proximal endoleak with rupture of the aneurysm. The physician concludes that the reason for the rupture of the aneurysm was due to under-sizing of the stent graft both proximal in the infrarenal aortic neck and the iliac arteries bilaterally in a pt with a short angulated neck. It was reported that the pt was converted to open surgical repair and is reported to be fine. No add'l clinical sequelae were reported.